Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged when patient fell. Also, this rv lead exhibited high threshold. To date, this rv lead remains in service. No adverse patient effects were reported.